Event description:
It was reported that the recorder exhibited several episodes, which were mostly determined to be false asystole sensing. However, one episode appeared to be suspicious, and as a result, the physician decided to explant the recorder and implant a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.